Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient reported that their first pump ¿almost killed me¿. The patient stated that they got sick after implant and got the shakes. Per the patient one healthcare provider stated she was allergic to the medication and was ¿draining it every time I went in¿. Every time the patient went in they saw a different healthcare provider. The patient also stated that they had a bad experience with drugs and when asked about it the patient stated "it had nothing to do with the pump."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.